Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400td was received for investigation. Visual inspection identified damage to the outer tube cutting window. Upon removing the inner tube, it was observed that the cutting tip of the torpedo was partially broken, with circumferential damage present inferior to the cutting tip. The cause of the event remains undetermined, although probable causes include prying/leveraging the device during use and/or interference between the device and bone/hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during knee arthroscopy surgery the inner blade did break off. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.